Manufacturer narrative:
Reportable aware date should have been (B)(6) 2020 instead of (B)(6) 2020. (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated that surgical intervention took place wherein one lead and anchor were explanted and replaced. Effective therapy established post-op.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00460. It was reported the patient experienced a fall and lost effective therapy. Diagnostics indicated the right lead had high impedance in all contacts. Surgical intervention may be pending to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.